Event description:
A peritoneal dialysis (pd) patient's daughter reported that during drain 5 of 6 a draining slowly message was encountered. During treatment complete when the cassette was removed from the cycler there was fluid found leaking from inside of the cassette door. In a follow-up, a pd nurse verified that there was no harm, adverse event or intervention due to the fluid leak. The patient is still using the same cycler, and the cycler set is not available to return as a sample.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's daughter reported that during drain 5 of 6 a draining slowly message was encountered. During treatment complete when the cassette was removed from the cycler there was fluid found leaking from inside of the cassette door. In a follow-up, a pd nurse verified that there was no harm, adverse event or intervention due to the fluid leak. The patient is still using the same cycler, and the cycler set is not available to return as a sample.